Event description:
The pump and catheter were removed with no reason given for the explant. A f/u report will be sent if add'l info is rec'd.

Manufacturer narrative:
H6 - final device analysis results reveal catheter leakage-hole. Code used for the catheter.